Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with missing segments due to cracked and bleeding on lcd glass. Insulin pump had cracked case at display window corner, minor scratches on lcd window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window and stripped battery cap at coin slot area.

Event description:
It was reported by the customer's mother that the customer dropped the insulin pump. Customer's mother stated that the screen has a black spot. Insulin pump will need to be replaced. No additional information provided.